Manufacturer narrative:
During the eval of the device at the MFR' service center, the device's lcd display screen was found to be cracked. The device's lcd display screen was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.